Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to pain, difficulty in hearing and poor retention following a recent MRI. It is unknown if there are plans to re-implant the patient as of the date of this report.